Event description:
It was reported to hp that while treating the pt for cardiac arrest, the crew was able to shock the pt only one time using the paddles. They jiggled the cable and were able to get the unit to shock. They shocked the pt three times. The pt was transported to the hosp where he was pronounced dead.